Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with scratches on lcd lens screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No problems or issues were identified during this DHR review. The event log showed no evidence of the reported issue. To further investigate, a functional test was performed. Customer problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problem found. Device accuracy functions results were within +/-3 percent.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, failed flow rate during testing. No patient involvement event was during testing. No additional information is available at this time.